Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Caller conference patient online. Caller reports he was sitting on his recliner and his controller was next to him on the table. Caller reports he keeps his stimulator on at 14.0ma during the day and turns his stimulator down at nighttime. Caller reports he has turned group a program 1-4 down to 0.0ma and stimulation is off. Caller confirmed the stimulation are at 0.0ma and off by the aa and li ion batteries on the controller. Caller reports he do not have any other groups. Caller reports he continues to feel the full 14ma, but all programs in group a are 0.0ma and stimulation is off. Caller reports he is confidence he is not feeling residual stimulation, but it's the actual stimulation. Caller reports his ins is currently at 50%.caller reports he is about 1 hour away from (B)(6). Caller reports he does not feel its an emergency, where he needs to go to ER. Caller reports he is going to let the ins battery run until its dead.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from rep stating patient's (pt) issue continues, pt feels stim at normal level, 14ma, with the ins off and caller has confirmed off status. Pt able to use system when supine and he is not able to sleep because he is feeling stimulation when ins is off, pt is sleeping in a lazy-boy upright. The caller is calling because he is trying to pull an mdt file from the tablet today but he is not seeing it in the report docket and the last attempt to pull the mdt file showed that the file seemed to be stuck at %70. Redirect to mobility for assistance. On 2022-jun-22 it was reported that the rep performed an impedance measurement and all electrodes were over 40,000 ohms, but the patient was still feeling stimulation. No falls or trauma reported. The ins was disabled and then re-enabled stimulation and the patient was able to increase intensity to the desired amount. Session reports were requested. On 2022-jun-24 it was reported that additional session date reports could not be obtained as the rep's tablet had become inoperable and needed to be replaced. At this time the patient's stimulation is working fine.